Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken posterior and creases fold. Base on the device analysis the final assessment is: a striated broken on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side "intracapsular rupture". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "intracapsular rupture". Device remains implanted.